Event description:
It was reported that the patient was seen on (B)(6) 2013 and antibiotics for uti.

Manufacturer narrative:
Product ID 3889-28, lot# v745893, implanted: 2011 (B)(6); product type lead. (B)(4).